Event description:
The customer reported images go black during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the igbt snubber board. System operates as intended.